Event description:
It was reported shaver was shedding during procedure. Staff did not keep the blade to be sent out. It is unknown whether all particulate was removed from the patient. No additional information available.

Manufacturer narrative:
(B)(4).